Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome could not be conclusively determined, through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. As no autopsy was performed. It was reported, that the device operated as expected. The heartmate 3 lvas instructions for use (IFU) lists adverse events, that may be associated with the use of heartmate 3 lvas, including right heart failure. The IFU outlines indications of right heart failure, as well as possible treatments. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found within this document. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and right heart failure. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under ¿right heart failure), also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-00522. It was reported that the patient was admitted on (B)(6) 2021 and underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021 for suspected pump thrombosis. The patient lactate dehydrogenase (ldh) was elevated at 800 u/l and the patient was exhibiting heart failure symptoms (shortness of breathe and activity intolerance). Operative course complicated by vasoplegia (requiring high dose vasopressors), right heart dysfunction, and coagulopathy issues. The patient was taken to the intensive care unit (ICU). Life support withdrawn on (B)(6) 2021 and patient expired. There were no changes to patient condition or anticoagulation status that may have contributed to this event. There were no changes to pump parameters. There were no diagnostic tests or results. A device related issue did not cause or contribute to right heart failure. Heartmate ii pump to be returned. No autopsy and heartmate 3 will not be returned. The device operated as expected.